Event description:
It was reported that a malfunction alarm, labeled malfunction code 12, occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, successfully assisting the customer in performing the reset. The customer was informed they could continue using the pump and to call back if any malfunction code recurred, which did not happen after the reset.